Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. No onsite service was performed. With no additional, related information provided, the customer reported event could not be confirmed. A service request was opened for preventative maintenance where the l5 valve and lamp were replaced as preventative measures. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported experiencing light sources would strobe. The surgeon changed multiple ports and used different light probes. No patient harm was reported. Additional information has been requested.